Manufacturer narrative:
We are awaiting device return. When our investigation has been completed, a follow-up repot will be submitted. (B)(4).

Event description:
It was reported while performing an ablation procedure, the introducer was prepared and the transseptal puncture was performed. The introducer and electrophysiology catheter were placed in the left atrium. The physician then noted that the pt had st segment elevation on the EKG indicative of "ischemia of the inferior wall of the left ventricle." The physician attempted to aspirate the sheath via the hemostasis valve and air was aspirated into the sheath. The catheter and the sheath were removed from the pt. The pt then went into ventricular fibrillation and required resuscitation. The pt stabilized and has recovered fully with no adverse consequences.